Manufacturer narrative:
Zoll medical corporation has not received the product and this complaint is still under investigation.

Event description:
Complainant alleged that during set-up of the device prior to being used on a patient, the device's display was blank. Complainant indicated that there was no patient involvement in the reported malfunction.